Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the rv and ff channels of this lead. An inappropriate shock was delivered on (B)(6) 2025 due to the noise. The short rv interval counter has been incrementing throughout the last year; rv sensing amplitude has trended down in the last few weeks. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.